Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, reported that the site has multiple articulating arms available for use and the site has decided not to replace the part at this time. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that a navigation system articulating arm would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.